Event description:
During routine inspection performed by our distributor in another country, a brown stain was evidence on the internal side of the graft. There was no patient injury as the device never reached the hospital.

Manufacturer narrative:
No device eval was performed, since product was not returned yet to the MFR. A review of the device history records indicated that the graft was processed and inspected according to procedures, and no anomaly was found. No conclusion can be drawn. A follow-up report will be submitted within 30 days upon receipt of any relevant information.